Event description:
During and intravascular catheterization procedure, the langston catheter's shaft burst (outside the patient's body) during delivery of a contrast medium. The physician was not wearing protective eyewear at the time and was sprayed in the eyes with contrast medium and blood. The physician was treated for blood exposure. No patient injury was reported.

Manufacturer narrative:
H6. Definition: the root cause of the burst was indeterminate.